Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips, but has not yet received them. If either the meter and/or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the resutls in a supplemental report.

Event description:
The pt called alleging that the test strips were damaged. She received a reading of 510 and 179 mg/dl. Results were taken less than 10 minutes from one another. The test strips were not expired. The technique of applying blood on the test strip was correct. The pt did not seek medical attention or contact her physician for assistance. Customer service sent the pt a new meter and test strips. Based on the info provided, this case is being reported as a malfunction, since the test strips were damaged.